Event description:
It was reported that the 2600 system had a pre-charge error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, image intensifier, and generator power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.